Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported customer issue. Evaluation found scope connector had leaked and corroded. Bending section a-rubber glue cracked, dent bending section was noted. Device showed no image, no display. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported the scope "has suspected water intrusion" . The issue was found during preparation for use. There was no patient involvement in this reported event.device inspection found the device had no image.